Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 704914. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced intermittent shocking sensations beginning in (B)(6) 2022 (exact date unknown), which were classified as mild and related to the lead. Anteroposterior (ap) and lateral x-rays were performed, and re-programming was conducted as the corrective action. This issue was resolved as of (B)(6) 2022. Subsequently, on (B)(6) 2022, the same patient experienced a non-functioning 0-7 lead that was unable to be used. This event, also classified as mild and related to the lead, required re-programming and additional evaluations, including fluoroscopy (ap and lateral) and impedance checks. However, this issue remained ongoing at the time of study completion. No further complications were reported or anticipated.